Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection starting (B)(6) 2019. Driveline swabs grew psuedomonas aeruginosa. White blood cell (wbc) count was 3.2 and c-reactive protein was 7. The patient was hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively established. It was reported that the patient experienced a major infection which started on (B)(6) 2019. Driveline swabs were taken which were positive for pseudomonas aeruginosa and the patient¿s white blood cell (wbc) count and c-reactive protein (crp) levels were 3.2 and 7.0, respectively. The patient was initially treated with oral antibiotics and they remained ongoing on heartmate 3 lvas, serial number (B)(6) , until their infection gradually worsened, and they were admitted to the hospital on (B)(6) 2019 (captured under manufacturer's report # 2916596-2020-03399). The heartmate 3 lvas IFU lists driveline infection and local infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides care instructions in reference to preventing infection, including exit site treatment. Section 2 entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The heartmate 3 lvas patient handbook provides care instructions in reference to preventing infection, including exit site treatment, in various sections. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.